Event description:
The customer reported high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. The set was disconnected, ran a fixed prime with the reservoir in the pump and the insulin exited. During the call the customer mentioned that they were hospitalized for low bgs. The customer indicated that they do not feel the pump needs to be replaced.